Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were not able to complete the jump start process back in (B)(6) 2016 because they took it off for a short while to take a bath. When they tried to recharge again it wouldn't connect. Since then the patient had other family issues come up and now they want to start it up again. They have been without stimulation the whole time and the pain was really bad.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant had not been working or holding a charge. The patient stated that the implant was not holding a charge and it had been off for several months and they couldn't turn it on. The patient had meet with a manufacturer representative who turned it back on and noted that the battery seemed to deplete faster.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported difficulty charging since her implantable neurostimulator (ins) was replaced in (B)(6) 2015. The implantable neurostimulator recharger (insr) had flashed and she got the reposition antenna screen on the insr. A replacement could be sent to the patient. The charger stopped working and the patient could not charge. When the patient checked the device with the patient programmer, the patient got the poor communication screen. Communication was not possible with the insr. Stimulation was last felt a week prior to the report and the last successful recharge session was 2 weeks prior to the report. The patient stated the ins did not stay charged and had gone dead. The patient stopped feeling stimulation and was unable to connect using the insr and patient programmer. Since implant, the patient had difficulty charging and it would not charge fully. The patient thought the recharge difficulty was due to swollen tissue because this new ins was smaller and may have moved or because of placement. The ins did not stay charged. It was suspected the patient was in overdischarge as it seemed her gear was working after troubleshooting. A meeting would be arranged for a physician mode recharge (pmr) and power on reset (por). At the time of the report, the issue was not resolved. No surgical intervention occurred or was planned. Relevant medical history included failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this informat ion. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that they met the patient and reset the 60 minute timer and instructed them to make sure the battery was completely full. The patient had not contacted the representative since to confirm that the battery was completely charged.